Manufacturer narrative:
St. Jude medical is in process of analyzing the return product and will file a follow up report upon completion of the investigation.

Event description:
It was reported that when the physician inserted the catheter (location) tip, the outer white sheath cracked into multiple pieces making it difficult to remove. The physician reported that the device did not enter the patient's body.